Event description:
Instrumentation set up by nurse and noted broken instruments. Later, reset-up instruments for same case and noted the resectoscope sheath was chipped and did not remove instrument from sterile field. Upon use in the pt, sheath chipped further. Dr saw more of sheath chips in bladder and flushed chips out of bladder.